Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient woke up to the receiver alerting. The patient was reportedly sweating profusely, could not speak (mumbling words) and the cgm was displaying ¿high¿. They checked a bg and it was 40 mg/dl. The patient¿s wife called an ambulance. The patient was treated with an IV drip and transported to the hospital. At the hospital, the patient was treated with IV glucose and the patient¿s wife provided the patient with candies and a sandwich. After the patient¿s bg was stable, he was released from the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.